Event description:
Arterial air and other unspecified alarms occurred during two routine hemodialysis treatments. The operator discontinued both treatments without performing rinseback in a timely manner, resulting in an estimated blood loss of 190cc for each treatment. The pt received an additional one time dose of 10,000 units of epogen. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the blood loss events to use error not responding to alarms properly. The user's guide provides adequate instructions for resolving alarms and performing rinseback in a timely manner. Additional review has been provided to the pt and operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.